Manufacturer narrative:
At this time the device has been returned to orthalign for evaluation by an orthalign engineer. The complaint will be investigated and a follow up report will be filed including whether or not the complaint was confirmed and a root cause, if one could be identified.

Event description:
During the femoral maneuver multiple attempts were made to achieve registration. The numbers seemed off and the paddles did not align with the bone. The navigation unit was reproved and reset but the problem persisted. The procedure was completed with a second navigation unit and a second reference sensor. No injury, death, or increased tourniquet time.

Event description:
1st navigation unit and reference sensor (both returned) - after successful tibia registration, user failed to complete multiple femur maneuver attempts, eventually completing the maneuver with unsatisfactory results: - surgeon said response numbers were off (not within expected general range) - paddles did not align with the bone - cut block did not drop as expected - surgeon "removed all" and performed femur again with similar poor outcome 2nd navigation unit and reference sensor - successful femur alignment and cut.

Manufacturer narrative:
The first navigation unit and reference sensor used were returned to orthalign for evaluation by an orthalign engineer. The paddles and cutting block were not returned. The returned devices were tested individually and as a system, and both devices exhibited issues with the femur maneuver.this femur manueuver malfuction portion of the complaint is confirmed. The navigation logs were reviewed and the reported numbers outside of the expected range were present, however, the unexpected numbers could not be reproduced during testing. Therefore, the accuracy portion of the complaint can not be confirmed. The root cause could not be determined. Portential root causes include user error, bad pinning, and instrument wear. Orthalign will continue to monitor complaint data and take action when necessary. No further action required.